Event description:
A nurse attempted to insert a PICC line in the left antecubital vein, and had good blood return. The catheter was 49cm long, but only able to thread 30cm when resistance was met. The catheter with guide wire was removed and resistance met when removing. The catheter split with 12cm left to remove. The additional 12cm was able to be removed intact with the entire guide wire intact. The catheter was inspected and measured with total length 49cm as per insertion. The patient's nurse and md notified.